Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat lesions located in the left main (lm) and ostial circumflex arteries despite the physician being advised not to treat the lesions with orbital atherectomy due to the tortuous nature of the vessel. Glideassist mode was activated and the oad crown jumped forward. Additional treatments on low speed were administered and a vessel perforation occurred. The lm and ostial circumflex were ballooned and stented to resolve the perforation. The patient remained stable during and after the procedure. An echocardiogram was performed after the procedure and showed no issues. Per the opinion of the physician, the cause of the crown jumping was due to not traversing the control knob at a 1:1 ratio when advancing the oad. The crown jumping caused the perforation event.